Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the unit infuses 20% more than what it is programed for (using water). No patient harm or change in therapy.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the unit infuses 20% more than what it is programmed for (using water). The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.